Event description:
Blood gas report valves printed are not the same as those displayed on blood gas analyzer and on data management system. Appears to be a software problem at the time reports are printed.